Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating with pyxis. A technical support specialist (tss) accessed the server via securelink and restarted bd services. No errors were found in the downtime query or data synchronization logs. Cce times are current with no delays, though hsv shows a two-hour delay in pharmacy orders. A callback was attempted by the tss to verify if the issue is still ongoing, but unable to reach the customer and so the tss proceeded with case closure.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was not communicating. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.